Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had button hard to press or sticky and occasional grinding while rewinding. No harm requiring medical intervention was reported. The customer stated that they received unexplained no delivery alarm and rejected new battery. The device will not be returned for analysis.